Manufacturer narrative:
Note regarding d4, UDI field: only the gtin information for the reported device was provided as the serial number was not available.

Event description:
The customer contacted spacelabs healthcare technical support to report that after an accidental restart on the xhibit central station (xcs) the resolution was incorrect. The incorrect resolution made it difficult for clinical staff to monitor patients. There was no report of patient or user harm associated with the event. The customer attempted a software restart, a full system reboot, and reseating the display cables, however the issue was not resolved. The customer declined support from field service and stated they would reach out to their internal biomed team. The customer has not responded to multiple attempts to get additional information and confirmation of resolution. If additional information is made available, a follow-up report will be submitted in accordance with 21 cfr 803.56.